Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that the receiver initialized without a manual restart on (B)(6) 2017. There was no report injury or medical intervention. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed receiver download review . The unit displays initialization screen and continuously resets without displaying trend graph or date/time set. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.